Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged two weeks post implant procedure. The rv lead was repositioned for the first time but since the thresholds and sensing were not optimal, the operator tried to reposition the lead for the second time but was not able to introduce a stylet into the lead anymore. The ra lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated apparent explant damage. The analyst noted the stylet insertion was failed at distance 7 cm from the is-1 pin. Destructive analysis was performed , blood obstruction in coil lumen was found. If information is provided in the future, a supplemental report will be issued.